Event description:
It was reported that the patient underwent a l3-l5 posterolateral spinal fusion tlif procedure with an interbody cage and rhbmp-2/acs. It was reported that imaging studies showed that the patient had developed uncontrolled bone growth and resulting nerve compression at or near the implant site. Reportedly, the patient now has chronic pain, radiculitis, emotional distress, and mental anguish.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2008 the patient underwent l3-5 posterolateral spinal fusion. L4-5 posterior instrumentation, 5.5 titanium with extended crosslinks. Right iliac crest graft supplemented with large rhbmp-2 kits and local bone graft. Tlif procedure at l3-4. Cage placement l3-4, titanium 11mm. Osteotomy right and left for lordosis. Preoperative diagnosis: severe spinal stenosis at l3-4 and l4-5 with instability and a spondylolisthesis at both levels grade per-op notes: "next the endplates were rasped. We placed autograft, rhbmp-2 combination up anteriorly and moved it anterolateral. Then we took an 11mm titanium cage, 11x30mm titanium cage, filled it with autograft and a 3mg dose of rhbmp-2 and placed this into the disc space, tapped it across the disc space and then moved it anteriorly until it was horizontal...next we placed a crosslink at the top for rotatory stability and basically sheared off its plugs and tightened its center crosslink. We did do a osteotomy on the left removing a good deal off facet to allow for further collapse. Once this was done , the wound was then pulsed out using 1000ml of irrigational solution antibiotic which was vancomycin, did not need to be repeated. We checked the laminectomy site, particularly the discectomy site to make sure there is no rhbmp-2 or any debris here. We then moved to lateral gutters. We placed a large autograft, rhbmp-2 combination in lateral gutters from l3 to l4 on the left along with autograft on the right side we placed the rhbmp-2 strip along with more copious autograft from l3, l4, l5 and the transverse process had been decorticated."